Event description:
As reported: "the long nail implanted on (B)(6) 2025 was found to be fractured, and the revision surgery to replace the nail was performed on (B)(6) 2026. Bone union did not progress for more than six months, and postoperative displacement was also observed. The physician commented that bone union was difficult due to the atypical nature of the fracture."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.